Manufacturer narrative:
Medwatch field d4 expiration date was updated. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ca 19-9 elecsys results from the cobas 8000 - cobas e 602 module that were questioned by the clinicians. On (B)(6) 2023, sample 1 initial result was >1000 ku/l and the result on (B)(6) 2023 with a 1:10 dilution was 400.3 ku/l. On (B)(6) 2023, sample 2 initial result was >1000 ku/l and the result with a 1:10 dilution was 196.6 ku/l. Sample 3 initial result was >1000 ku/l and the result with dilution was 465.0 ku/l. Sample 4 initial result was >1000 ku/l and the result with a 1:10 dilution was 103.0 ku/l.